Manufacturer narrative:
It was reported that the balloon lost pressure at the 1st stop; however, the device and the procedural sheath were not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. However, it was noticed that the facility had inadvertently used a mynx vascular closure device on (B)(6) 2015 that had an expiration date of 04/30/15. It should be noted that aci(a cardinal health company) has qualified the performance of the mynxgrip vascular closure device for one year from the date of manufacture. The one year time point was selected as a reasonable time point to test the device for the purpose of establishing device expiration. The one year time point was not derived from testing that showed degradation in performance after one year. At this time, (B)(4) does not have any data that suggests that the hydrolysis and human body resorption characteristics are adversely affected at or near the one year expiration point. The review of the lhr (f1409204) indicated that the device lot met all established performance criteria prior to shipment. See medwatch form #s 3004939290-2015-00376, 3004939290-2015-00377 & 3004939290-2015-00378.

Event description:
The following information was reported by the company representative: there were three balloon loss of pressure events at the 1st stop(sheath). Manual compression was applied for 15-20 minutes and hemostasis was achieved. There were no further issues. The patient was not hospitalized. Procedure type: diagnostic coronary sheath size: 5f stick location: medium.